Event description:
The ge oec 2800 fluoroscopy system x-ray tower would not stay in place. X-ray not operating without being locked in place.

Manufacturer narrative:
A ge oec service rep investigated the issue and the locking spring mechanism was re-aligned and cleaned, to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.